Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not give the correct volume. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction/additional information: b5 describe event or problem: it was reported that the volume to be infused (vtbi) was 20ml at a flow rate of 100 which was inadvertently missed during initial MDR. Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the reported problem 'not giving correct volume' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation inspected the device for flow accuracy testing but did not observe any symptom or potential causes of the reported problem. No action required. Should additional relevant information become available, a supplemental report will be submitted.